Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller and the issue began yesterday. Patient stated they had an issue last night where their spinal cord stimulator started shocking them so bad and the only way they could get it to stop shocking them was to put the controller into MRI mode. Patient noted they could barely move their arms because the shocking sensation was going off on them. Patient mentioned they had tried switching between groups a, b, and c but they couldn't do anything with any of them; patient added that they predominantly use group a. Patient mentioned that they turn their stimulation up and down every day and evening but can't sleep with the settings too high so they turn them down. Patient noted that every morning they turn up and down the stimulation but now with this message they just get the error message whenever they try to do anything. Patient stated that they are programmed to get stimulation in their chest. Agent reviewed settings not available with patient. Agent offered and sent an email to the field. Agent redirected patient to their managing hcp to further address the issue. The rep indicated she'd reach out to the patient.

Event description:
Additional information was received from the patient (pt). Pt reports their ins has not worked for over a year now. Pt reports " they tried fixing it twice around (B)(6) 2024 but it only worked for a few hours after each attempt." Pt reports they have to charge the battery on "this thing" every day just to keep it from dying even though the device does not work. Pt reports they need "this faulty device removed". Pt reports they are "running out of choices here but I can't keep fighting with this faulty device."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they met with the patient on (B)(6) 2024. Impedances were within normal limits. Rep widened pulse width, and added a cathode to patient's existing programming, and resolved the problem. Patient was able to increase stim with patient controller. Rep also discussed realistic expectations from therapy. Patient has muscle damage and weakness from surgery. Patient was satisfied with visit. The rep clarified the muscle damage and pain in chest were due to a surgery prior to device implant. Patient also has nerve damage which is part of the reason the device was implanted, so relieve some of the pain.